Event description:
The customer was hopitalized with severe hyperglycemia. The results of the troubleshooting inidicated that the pump did alarm several times as the customer tried to bolus for the high bgs several times. High bgs protocol was followed by the customer, however it was determined by the clinic staff that the pump was not working.